Event description:
It was reported that the patient received inappropriate high voltage therapy when an atrial fibrillation was treated as ventricular fibrillation. Upon interrogation, a message for hv circuit damage was detected. Furthermore a capacitor maintenance test was performed with no success. The device was subsequently explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the high voltage output circuitry was noted to be damaged. The cause of the damage was a lead anomaly.